Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and remotefe could not confirm the fault occurred in the field. Visual inspection: (scratches on the top and side cover.) The unit was installed onto a golden system and c-30 errors occurred on mono coag activation.

Event description:
It was reported that prior to the start of a da vinci-assisted hiatal hernia-sliding surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the erbe kept shutting down on its own. Caller moved the power cable to another outlet, but issue persists. Caller stated they will use another vision side cart (vsc) to continue with the procedure. Isi field service engineer (fse) was dispatched to shite to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The probable root cause in this case cannot be determined.

Event description:
Refer to h11 for follow-up information.